Manufacturer narrative:
Patient was revised after almost 3 years due to infection. Patient received primary total hip arthroplasty procedure on (B)(6) 2017, where the use of the patient specific acetabular (k152893) and femoral guides (k181061) was employed. The patient experienced lysis around the calcar as a result of infection and was revised on (B)(6) 2019, where the femoral stem, femoral head, and acetabular liner were revised. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient was revised after almost 3 years due to infection. Patient received primary total hip arthroplasty procedure on (B)(6) 2017, where the use of the patient specific acetabular (k152893) and femoral guides (k181061) was employed. The patient experienced lysis around the calcar as a result of infection and was revised on (B)(6) 2019, where the femoral stem, femoral head, and acetabular liner were revised. Optimized ortho does not sterilise the devices prior to dispatch, instructions for validated sterilisation technique are provided to the hospital where the surgery takes place. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Patient was revised after almost 3 years due to infection. Patient received primary total hip arthroplasty procedure on 21 march 2017, where the use of the patient specific acetabular (k152893) and femoral guides (k181061) was employed. The patient experienced lysis around the calcar as a result of infection and was revised on (B)(6) 2019, where the femoral stem, femoral head, and acetabular liner were revised. Optimized ortho does not sterilise the devices prior to dispatch, instructions for validated sterilisation technique are provided to the hospital where the surgery takes place. A root cause investigation has now been conducted into this event. Testing performed on the sterilisation of the patient specific instruments demonstrated that a sal of 10-6 was achieved as per (B)(4), and that no visible moisture was present after full cycle exposure and dry time (opt-rep-93 ops patient specific instrument sterilisation validation testing report). This testing validated the intended moist heat sterilization for sterilising the ops patient specific instruments. There was no evidence to suggest that the ops technology provided to the primary surgery malfunctioned or was deficient. As per opt-rsk-16 v111, the cleaning and sterilisation parameters have been validated by optimized ortho and deemed adequate to achieve a sal 10-6. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient was revised after almost 3 years due to infection. Patient received primary total hip arthroplasty procedure on (B)(6) 2017, where the use of the patient specific acetabular (k152893) and femoral guides (k181061) was employed. The patient experienced lysis around the calcar as a result of infection and was revised on (B)(6) 2019, where the femoral stem, femoral head, and acetabular liner were revised. Optimized ortho does not sterilise the devices prior to dispatch, instructions for validated sterilisation technique are provided to the hospital where the surgery takes place. A root cause investigation has now been conducted into this event. Testing performed on the sterilisation of the patient specific instruments demonstrated that a sal of 10-6 was achieved as per iso17665-1, and that no visible moisture was present after full cycle exposure and dry time (opt-rep-93 ops patient specific instrument sterilisation validation testing report). This testing validated the intended moist heat sterilization for sterilising the ops patient specific instruments. There was no evidence to suggest that the ops technology provided to the primary surgery malfunctioned or was deficient. As per opt-rsk-16 v111, the cleaning and sterilisation parameters have been validated by optimized ortho and deemed adequate to achieve a sal 10-6. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.